Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system with a contact detach infusion set and dexcom g7 continuous glucose monitor (cgm) after disconnecting the ilet to charge and not promptly reconnecting, with the highest cgm reading of 256 mg/dl confirmed by glucometer at 247 mg/dl, and no alarms or device malfunction reported. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the device component involved was the ilet; the event was attributed to an improper or incorrect procedure related to disconnection and delayed reconnection. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. The blood glucose subsequently returned to target range after reconnection.